Event description:
The perfusionist reported the 8" roller pump losing occlusion over the course of the case. He noticed there was a difference between measured (3.7l) and calculated flow (5.2l) about 10 minutes into the case. Perfusionist lifted the lid to tighten occlusions, but still noticed flow difference (5.7l calculated and 4.5l measured). At the end of the case the arterial pump rpm was at 0. Company rep was in or and noticed negative flow on the flow probe. Occlusions were tightened again to resolve this issue. Occlusions were tested twice before going on bypass and the tubing was warmed to 35 degree and had been spinning for over 30 minutes. Manufacturer response for roller pump on perfusion heart lung machine, (brand not provided) (per site reporter). Company identified that at high rpm (>190), occlusion locking mechanism can shift after a hard stop (lid open and safeties). Company replicated this issue in other 8" roller pumps. Company noted the exact rpm varies by pump but is consistently 180 rpm or higher. Company states it will assess system adjustments to mitigate this issue.